Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up data review of this cardiac resynchronization therapy defibrillator (crt-d), 17 atrial episodes were confirmed in memory. The field representative stated the episodes were due to noise on the atrial channel: the atrial lead is a non-boston scientific product. There were no associated pacing pauses and the patient confirmed being asymptomatic. The representative then confirmed no ventricular anomalies and requested a technical services (ts) review of device data. Boston scientific internal engineers reviewed all device information confirming the noise was consistent with a 20hz mv signal. The daily right atrial (ra) and manual ra impedance measurements were within range; however, there was indication of an intermittent open circuit condition on the ra lead, which then triggered the device to switch from primary, to a secondary vector, and triggered an out of range measurement on this date. Although root cause of the open circuit was not identified, a connection issue within the device header could not be ruled out. Due to the subsequent vector change, additional open circuit conditions on the ra lead should not result in errant episodes.